Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set had cracks on its light blue main body. This was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.